Event description:
Customer called reported receiving false negative troponin I (tni). Triage troponin results not correlating with siemens exl analyzer. One patient, drawn at same time on (B)(6) 2013, 2 tubes (edta and plasma). Siemens run on plasma resulted 0.218. (Siemens cutoff range - 0.00-0.056). Triage run on edta resulted 0.07 (triage cutoff range - 0.00-0.40).

Manufacturer narrative:
Investigation pending.